Manufacturer narrative:
An instrument service history review revealed no additional erratic or discrepant results reported on architect (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue a review of historical data for the architect c4000 system revealed no adverse trend, systemic issues, or nonconformance. A preanalytical sample issue (frozen / thawed) cannot be ruled out as a potential cause for the initial low results. Labeling was reviewed and found to be adequate. No systemic issue or deficiency was identified for the architect c4000 system.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a physician questioned architect sodium and chloride results as being too low for a patient based on the patient's clinical history. The following data was provided: (B)(6) 2019, sid (B)(6) initial chloride results of 92 mmol/l retested at 106 mmol/l, initial potassium result of 3.5 mmol/l retested at 4.1 mmol/l and initial sodium results of 119/121 mmol/l retested at 142 mmol/l. No adverse impact to patient management was reported. An additional discrepant sodium result was generated for patient sid (B)(6) on (B)(6) 2018. An initial low result of 115 mmol/l retested at 141 mmol/l. No adverse impact to patient management was reported.